Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and genital haemorrhage ('heavy bleeding/ gen. Abnormal bleeding') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), infection ("infection"), abdominal pain ("abdominal pain") and cystitis ("baldder infection"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, infection, abdominal pain and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2019. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received: new events - abdominal pain, general abnormal bleeding, bladder infection, essure confirmation test not performed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain/pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), pregnancy with contraceptive device ('pregnancy (with complication)') and high risk pregnancy ('high risk pregnancy') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), headache ("headaches"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhoea (cramping)") and urinary tract infection ("infection (other): urinary infection"). In (B)(6) 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), cystitis ("baldder infection"), vulvovaginal pain ("vaginal pain"), depression ("depression"), fungal infection ("infection (other): yeast") and gestational diabetes ("gestational diabetes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, abdominal pain, cystitis, menorrhagia, vulvovaginal pain, urinary tract infection, weight increased, anaemia, headache, migraine, anxiety, depression, fungal infection, vaginal haemorrhage, high risk pregnancy and gestational diabetes outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, dysmenorrhoea, fungal infection, genital haemorrhage, gestational diabetes, headache, high risk pregnancy, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2019. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of product technical complaint. Event pregnancy with contraceptive device and high risk pregnancy marked as ms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain/pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), headache ("headaches"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhoea (cramping)") and urinary tract infection ("infection (other): urinary infection"). In (B)(6) 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), cystitis ("baldder infection"), vulvovaginal pain ("vaginal pain"), depression ("depression"), fungal infection ("infection (other): yeast") and gestational diabetes ("gestational diabetes") and was found to have a high risk pregnancy ("high risk pregnancy") and pregnancy with contraceptive device ("pregnancy (with complication)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, abdominal pain, cystitis, menorrhagia, vulvovaginal pain, urinary tract infection, weight increased, anaemia, headache, migraine, anxiety, depression, fungal infection, vaginal haemorrhage, high risk pregnancy, gestational diabetes and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, anaemia, anxiety, cystitis, depression, dysmenorrhoea, fungal infection, genital haemorrhage, gestational diabetes, headache, high risk pregnancy, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2019 most recent follow-up information incorporated above includes: on (B)(6) 2021: this is retention case. All the information from the deletion case no.(1) (B)(4) and deletion case no. (2) (B)(4) were transferred including references, reporters, events and source documents. Events transferred are: vaginal pain, menorrhagia (heavy menstrual bleeding), weight gain, anemia, headaches, migraines, anxiety, depression, infection (other): yeast, abnormal bleeding (vaginal), high risk pregnancy, gestational diabetes, device ineffective, pregnancy (with complication). Event infection was updated to urinary infection. Mfg control number of deletion case (B)(4) is 2951250-2019-03589. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle") and infection ("infection"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, infection and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.